Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's scs trial procedure the physician was unable to gain access to the epidural space, as a result the trial was abandoned. The patient was reportedly in stable condition during the event.